Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2020. As reported the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had revision surgery on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2020. As reported the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had revision surgery on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax mesh (right - device #1 & left - device #2). Per op notes "a 3dmax mesh (device #1) on the right groin and a 3dmax mesh (device #2) on the left groin was placed and sutured." (B)(6) 2021 - patient was diagnosed with recurrent right inguinal thereby underwent open repair with implant of bard mesh pre-shaped with keyhole (device #3). Per op notes "a bard mesh pre-shaped with keyhole (device #3) was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2019) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, g3, g6, h2, h4, h6, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.